Manufacturer narrative:
Product complaint (B)(4). Batch # r5aj4p. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information provided: I discussed the gastro surgeon that complaint (B)(4) on the last tuesday and he said no anastomotic leak has happened on this operation after the surgery. Additional information was requested and the following was obtained: what were the indications for surgery? Low anterior resection. What healthcare professional fired the device and what is his/her experience with the device? Yes. He is totally senior colorectal surgeon. Where in the green gap setting scale was the indicator located prior to firing? Absolutely yes. He has used our ils many, many years. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. The donuts were perfect. And the air leak test was perfect. Was a complete washer transection confirmed? Yes. Were there any staple formation issues identified? They saw, that the staple line was not so good on the anterior side of patient as it used to be. Were there any patient consequences? No in this case.

Event description:
It was reported that during a low anterior resection procedure, the staple line of our cdh29a was not good after firing as it use to be. At this time there were not any staples pushing through the tissue. Surgeon was not satisfied the quality of the staple line. There were some fault at the anterior side of the patient.